Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was over 400 mg/dl, at the time of incidence. Customer reported their blood glucose level with another 350 mg/dl. Customer reported the infusion set was bent. Customer was offered with troubleshooting and they declined. It was unknown that the customer was using auto mode at the time of incidence. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.